Manufacturer narrative:
Device passed self test and displacement test. The electronic assemblies and motor assemblies were inspected. No moisture damage noted. Device received with scratched case, stained keypad overlay and pillowing keypad overlay. The p-cap does lock properly. No damage to retainer ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the when the customer was going in water the reservoir would come unlocked. The customer¿s blood glucose was 13.9 mmol/l at the time of incident. The customer stated that he was a lifeguard and surfs a lot. The insulin pump will be returned for analysis.